Event description:
Curved monopolar scissor arm (k15240215-0170) functioning at the beginning of the procedure, then surgeon indicated it was difficult to close jaws and cut. Instrument removed from patient, inspected by scrub who noted the instrument use tab had turned red (indicating expired/no lives left). Vision tower inventory list indicated instrument had 4/10 uses remaining. New instrument acquired to replace one removed from field.